Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 patient seen in urgent care reporting cloudy urine, dysuria, fever, chills, and incontinence for one week. Urine culture was collected. (B)(6) 2024 urine culture resulted showing 10,000-49,000 cfu/ml off klebsiella pneumoniae. Physician has prescribed ciprofloxacin 250mg twice daily for 5 days. (B)(6) 2024 participant reports cloudy and foul-smelling urine. Prescribing physician extended antibiotic for three days. (B)(6) 2024 antibiotic treatment completed. All symptoms have resolved.